Event description:
Philips received a complaint by the customer on the v60 indicating that the error message, "defective main alarm", had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 was displaying the error message, "defective main alarm". The rse reviewed the event logs and discovered error codes for power speaker failure. The rse suspected the issue to be related to the speaker. The customer requested onsite repair. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 was displaying the error message, "defective main alarm." The rse reviewed the event logs and discovered error codes for power speaker failure. The rse suspected the issue to be related to the speaker. The customer requested onsite repair. A field service engineer (fse) went onsite and replaced the central processing unit (cpu) printed circuit board assembly (pcba) as well as both speakers to resolve the issue. The fse replaced the cpu pcba as well as both speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.